Event description:
It was reported that a malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the pump shut off unexpectedly. The customer declined to provide additional information regarding the issue. Customer¿s blood glucose level was 155 mg/dl.